Event description:
The ge oec 8800 fluoroscopy system had a vertical lift column that would intermittently not function correctly.

Manufacturer narrative:
A ge service representative investigated the issue and found defective ps3 power supply. The ps3 power supply was removed and replaced. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.